Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 47 mg/dl. The customer reported calibration not accepted. The customer had no symptoms. The customer reported that they had carbohydrates for the low blood glucose level. The customer's blood glucose level was 57 mg/dl at the time of call. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.